Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was going through batteries in about 4-5 days. Caller stated that the customer had an off no power anomaly. Caller stated that they did receive a low battery alert prior to the off no power alarm. Caller stated that it was less than 24 hours from the low battery alert to the off no power alarm. Caller stated that this is the second occurrence of the off now power alarm in less than 24 hours after the low battery warning. Customer's alert history also shows repeated unexpected restart alarms. Customer stated that the pump was not stored or not in use for an extended period of time. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with high idle current; the problem was isolated to mother board also, alarmed after battery change due to faulty component on the interface board and had a corroded battery tube. No off no power anomaly or battery out limit alarms noted. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.